Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. The customer stated that the insulin pump had a blank screen, and when she turned the device back on, the insulin pump alarmed no delivery. She was advised to disconnect from the insulin pump, disconnect the tubing and reservoir, and reconnect the tubing and reservoir. She stated that insulin did exit with a manual plunger push. She was advised to rewind the insulin pump, reinsert the reservoir, and run a manual prime to at least 5.0 units. She reported that the insulin pump alarmed no delivery. She was advised that the insulin pump would need to be replaced and agreed to return the device for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.

Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The unit passed the prime test, excessive no delivery test and displacement test. The insulin pump was also received with cracked battery tube threads and a minor scratched liquid crystal display window.